Event description:
During the nerve dissection at the implant procedure, a vein was inadvertently nicked, resulting in bleeding. The surgeon identified the source of bleeding and achieved hemostasis using suction and ligation. This resolved the issue.